Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a patient event. The customer advised that after the device first shut off, the batteries in the device were replaced and the device was manually powered back on. Shortly thereafter the device powered off by itself. This issue is patient related; however there was no adverse patient outcome reported by the customer. No further details were provided by the customer. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available. Spoke to customer, he said that the device powered off by itself, the crew replaced the batteries and powered the device back on, however the device powered off by itself again. No further details about the event or the patient is available.